Manufacturer narrative:
The event unit return to applied medical for evaluation. Functional testing was performed on the returned unit, which confirmed the complainant¿s experience of clips not loading into jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: ni. [Name] hospital. "The clip was not loaded from the first use/attempt." Product is available for return. Additional information was received via email on 07aug2025 from applied medical representative: "the issue was initially observed when the first clip was loaded. It did not occur again, as they did not try twice. 10mm trocar/not appliedmedical product was used. The clip did not properly seat into the jaws. There was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal. The clip was not loaded into the jaws." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. [Name] hospital. "The clip was not loaded from the first use/attempt." Product is available for return. Additional information was received via email on 07aug2025 from applied medical representative: "the issue was initially observed when the first clip was loaded. It did not occur again, as they did not try twice. 10mm trocar/not applied medical product was used. The clip did not properly seat into the jaws. There was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal. The clip was not loaded into the jaws." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.